Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the blade was not cutting properly, rather than harvesting only the top skin layer the dermatome inadvertently penetrated into the subcutaneous fat. There was no patient impact reported. Due diligence is in process; no further information is available.

Event description:
It was reported that during surgery on (B)(6) 2025, the blade was not cutting properly, rather than harvesting only the top skin layer the dermatome inadvertently penetrated into the subcutaneous fat. They changed blades and experienced the same issue. There was no patient impact/injury reported. The was no additional unplanned skin graft needed, but the original plan for a split-thickness skin graft was modified to a full-thickness graft during surgery. There was no surgical delay. No other device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h6, h10, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h6, h10, and h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.